Event description:
It was reported that the cap doesn't stay on gas syringe. There was unknown patient involvement and there was no human harm/adverse event reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 5/30/2024 h3 and h6. Codes: updated. Received for investigation nine 1ml syringes and filter-pros loose in a plastic bag. The syringes did not arrive assembled to a filter-pro device. It could not be determined which finished good was relevant to the reported lot number as several samples with varying lot numbers were included. No original packaging was provided. The actual device used was not returned for evaluation. Based on the results of visual inspection and functional testing, the complaint could not be confirmed with the samples provided. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.